Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 436mg/dl at the time of the incident. The customer reported that they were getting nervous because were sleeping and pump shut off and woke up with 436mg/dl. This was the second occurrence of replace battery now without a low battery warning. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted during testing. Device trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.